Event description:
A patient reported that sometimes their teeth feel off and their lower incisors are not quite straight. Posterior open bite was confirmed and a resting period recommended for the patient. The patient has borderline within normal limit airgaps on upper/lower final aligners. The patient is contraindicated due to mixed dentition need doctor of dental surgery visit and a letter of recommendation for clearance.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.